Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. A visual inspection of the received condition of the a22040a, lot# 173w-0119 was performed. The whole exterior portion of the ceramic insulation tip was found broken off from the distal end of the device and missing. Approximately 8mm x 12mm of the ceramic tip is broken off and the remaining portion of the ceramic insulation tip remained glued inside the distal area of the device. Light scratches and a small dent were noted on the outer shaft. The passage and locking mechanism tested normal and smooth.

Manufacturer narrative:
The device was returned to olympus but the evaluation is in progress. Insufficient information was provided as multiple follow ups were made to the user facility via telephone and in writing but no information was obtained. However, if additional information becomes available, this report will be supplemented accordingly. To mitigate the risk of patient injury the instruction manual states, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ the instruction manual also states to visually inspect the device and make sure that is has no corrosion, no dents and no scratches and to visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks fractures). Additionally, a review of the device history records (DHR) was conducted by the OEM. The manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations.

Event description:
Olympus was informed that during an unspecified procedure, the ceramic tip broke off. There was no patient injury reported.